Manufacturer narrative:
The lot number for 12 malfunctions were provided and a lot history reviews were performed. The devices for all 28 malfunctions were not returned for evaluation. Medical records were provided for 15 malfunctions, including images for 1 malfunction. The malfunction with the provided images confirmed for perforation and tilt. 9 other investigations confirmed for perforation and tilt. 3 investigations with medical records confirmed for perforation but were inconclusive for tilt. 2 investigations with medical records were inconclusive for perforation and tilt. 13 investigations were inconclusive for perforation and tilt, as no medical records or evidence were provided. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Lot number: gfsi2175, gfrb1726, gfrl1771, gfsf2722, gfre3431, gfra3355, gfrd1150, gfri4761, gfrj2067, unknown).

Event description:
This report summarizes 28 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All twenty-eight malfunctions involved patients with no patient consequences. Thirteen patient ages were providing, ranging from (B)(6) years. Four patient weights were provided, ranging from (B)(6) lbs. Of the reported patients, 8 were male and 7 were female. The remaining patient information was not provided.

Manufacturer narrative:
H10: of the 28 devices, the product catalog number of 1 device was updated to dl900j, corporate lot number gfyl1982. The lot number for 12 malfunctions were provided and lot history reviews were performed. The devices for all 28 malfunctions were not returned for evaluation. Medical records were provided for 15 malfunctions, including images for 1 malfunction. The malfunction with the provided images confirmed for perforation and tilt. 9 other investigations confirmed for perforation and tilt. 3 investigations with medical records confirmed for perforation but were inconclusive for tilt. 2 investigations with medical records were inconclusive for perforation and tilt. 13 investigations were inconclusive for perforation and tilt, as no medical records or evidence were provided. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: d4 (lot number: gfsi2175, gfrb1726, gfrl1771, gfsf2722, gfre3431, gfra3355, gfrd1150, gfri4761, gfrj2067, unknown); g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 28 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All twenty-eight malfunctions involved patients with no patient consequences. Thirteen patient ages were providing, ranging from 30-74 years. Four patient weights were provided, ranging from 137-362 lbs. Of the reported patients, 8 were male and 7 were female. The remaining patient information was not provided.

Manufacturer narrative:
H10: of the reported 28 malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80139, 2020394-2021-80163 and 2020394-2021-80167. H10: of the 25 malfunctions, four malfunctions were updated to unknown filter, one malfunction was updated to rf400j and one malfunction was updated to dl900j. H10: of the remaining 25 malfunctions, lot number were provided for 12 malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. Medical records were provided and reviewed for 24 malfunctions; however, medical records was not provided for one malfunction. Images were provided and reviewed for 4 malfunctions. Out of 25 malfunctions, twelve malfunctions were confirmed for alleged perforation and tilt. Four malfunctions were confirmed for perforation but unconfirmed for tilt. Six malfunctions were confirmed for perforation; however, inconclusive for tilt. The remaining three malfunctions were inconclusive for alleged perforation and tilt. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfrb1726, gfrl1771, gfsf2722, gfre3431, gfra3355, gfrd1150, gfyl1982, gfri4761, gfrj2067, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 25 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device and perforation. These information's were received from a various sources. All 25 malfunctions involved patient with no patient consequences. Of the 25 patients, 13 were male and 11 were female, 21 patients age ranged between 30-75 years and 6 patients weight ranged between 125 - 362 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 28 devices, the product catalog number of 1 device was updated to dl900j, corporate lot number gfyl1982. The lot number for 12 malfunctions were provided and lot history reviews were performed. The devices for all 28 malfunctions were not returned for evaluation. Medical records were provided for 15 malfunctions, including images for 1 malfunction. The malfunction with the provided images confirmed for perforation and tilt. Nine other investigations confirmed for perforation and tilt. Four investigations with medical records confirmed for perforation but were inconclusive for tilt. Three investigations with medical records were inconclusive for perforation and tilt. Two investigations are confirmed for perforation and unconfirmed for tilt. Nine investigations were inconclusive for perforation and tilt, as no medical records or evidence were provided. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: d4 (lot number: gfsi2175, gfrb1726, gfrl1771, gfsf2722, gfre3431, gfra3355, gfrd1150, gfri4761, gfrj2067, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 28 malfunctions. A review of the reported informations indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All twenty-eight malfunctions involved patients with no patient consequences. 17 patients ages were provided, ranging from 30-74 years. Five patients weights were provided, ranging from 136-362 lbs. Of the reported patients, 10 were male and 9 were female. The remaining patients informations were not provided.

Manufacturer narrative:
H10: of the reported 28 malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80139, 2020394-2021-80163 and 2020394-2021-80167. H10: of the 25 malfunctions, four malfunctions were updated to unknown filter, one malfunction was updated to rf400j and one malfunction was updated to dl900j. H10: of the remaining 25 malfunctions, lot number were provided for 12 malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However, medical records were provided and reviewed for all 25 malfunctions, additionally images were provide and reviewed for 5 malfunctions. Out of 25 malfunctions, twelve malfunctions were confirmed for alleged perforation and tilt. Five malfunctions were confirmed for perforation but unconfirmed for tilt. Six malfunctions were confirmed for perforation; however, inconclusive for tilt. The remaining two malfunctions were inconclusive for alleged perforation and tilt. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfrb1726, gfrl1771, gfsf2722, gfre3431, gfra3355, gfrd1150, gfyl1982, gfri4761, gfrj2067, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 25 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device and perforation. These information's were received from a various sources. All 25 malfunctions involved patient with no patient consequences. Of the 25 patients, 14 were male and 11 were female, 22 patients age ranged between 30-75 years and 6 patients weight ranged between 126 - 362 lbs. All other patient details were not provided.

Event description:
This report summarizes 25 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from a various sources. All 25 malfunctions involved patient with no patient consequences. Of the 25 patients, 13 were male and 10 were female, 20 patients age ranged between 30-75 years and 5 patients weight ranged between 137-362 lbs. All other patient details were not provided.

Manufacturer narrative:
Of the reported 28 malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80139, 2020394-2021-80163 and 2020394-2021-80167. Of the remaining 25 malfunctions, lot number were provided for 12 malfunctions and the lot history review were performed. For 5 malfunctions the catalog number was updated as unknown filter and for malfunction it was updated as dl900j. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were provided for 13 malfunctions and images were provided for three malfunctions. Therefore, for twelve malfunctions investigation is confirmed for the reported malposition of device and patient device interaction problem, for four malfunctions investigation is inconclusive for the reported malposition of device and patient device interaction problem, for three malfunctions investigation is confirmed for patient device interaction problem and unconfirmed for malposition of device, for five malfunctions investigation is confirmed for patient device interaction problem and inconclusive for malposition of device and for the remaining one malfunction the company is still investigating the issue at this time. The devices are labeled for single use. (Lot number: gfrb1726, gfrl1771, gfsf2722, gfre3431, gfra3355, gfrd1150, gfyl1982, gfri4761, gfrj2067, unknown). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 28 devices, the product catalog number of 1 device was updated to dl900j, five devices were updated to unknown filter and two devices were updated to unknown g2. H10: the lot number for 14 malfunctions were provided and lot history reviews were performed. The devices for all 28 malfunctions were not returned for evaluation. Medical records were provided for 25 malfunctions, including images for 3 malfunctions. 11 malfunctions confirmed for perforation and tilt. Five investigations confirmed for perforation but were inconclusive for tilt. Five investigations were inconclusive for perforation and tilt. Three investigations are confirmed for perforation and unconfirmed for tilt. For four malfunctions, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause was unknown. The devices were labeled for single use. H10: d4 (lot number: gfpl4226, gfsi2175, gfrb1726, gfrl1771, gfsf2722, gfre3431, gfra3355, gfrd1150, gfyl1982, gfri4761, gfrj2067, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 28 malfunctions. A review of the reported informations indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All twenty-eight malfunctions involved patients with no patient consequences. 18 patients ages were provided, ranging from 30-74 years. Five patients weights were provided, ranging from 136-362 lbs. Of the reported patients, 12 were male and 9 were female. The remaining patients informations were not provided.